Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately after one year and three months later, computed tomography angio (cta) revealed that the tip of the filter was positioned 1.5 cm inferior to the left renal vein. There was no significant tilting of the filter. The filter appears intact without evidence of fracture. There are 12 filter struts present. Six shorter struts appear positioned outside the inferior vena cava. 3 of the 6 are seen with an intervening fat plane between the struts and the inferior vena cava wall. The struts are located left anterior 1:00 position, right posterior 7:00 position and right anterior at the 11:00 position. Additionally, the strut at 11:00 position appears to be in contact with the posterior aspect of the duodenum. This represents grade 3 perforation. The 1:00 and 7:00 position struts mentioned represents grade 2 perforation. The other 3 struts represent grade 1 perforation. All 6 of the longer struts appear positioned outside the inferior vena cava wall. No intervening fat plane was seen between 5 of these struts and the inferior vena cava wall. However, there was a fat plane seen between the 10:00 position strut in the inferior vena cava wall. This represents grade 2 perforation. The patient was deceased, but the cause of death and date of death was not provided in the medical record. Therefore, the investigation is confirmed for alleged perforation of the inferior vena cava (ivc). Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 03/2018).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter perforated the vein. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly expired.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. There was no specific deficiency alleged in the provided medical records. Therefore, the investigation is inconclusive for perforation of the ivc as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown.at this time, it is unknown the relationship between the filter and the reported death. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter perforated the vein. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly expired. New information it was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter perforated the vein. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient experienced leg pain however, the patient reportedly expired.

Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Medical record review: patient with history of recurrent lower left extremity deep vein thrombosis despite being on anticoagulation therapy was scheduled for inferior vena cava (ivc) placement. Access was gained via the right internal jugular. An inferior vena cavogram demonstrated a widely patent inferior vena cava without focal abnormality. A CT prior to the deployment demonstrated questionable compression of the left common iliac vein due to the right common iliac artery suggestive of possible may-thurner syndrome. Despite multiple attempts, the left common iliac artery could not be selected. Therefore, placement within the right common iliac artery was then performed and the ivc filter was deployed below the level of the renal veins at the level of l2-3 without complication. A follow-up venogram demonstrated excellent position of the ivc filter without evidence for extravasation of contrast. Patient tolerated the procedure well. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. There was no specific deficiency alleged in the provided medical records. Therefore, the investigation is inconclusive for perforation of the ivc as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 03/2018); device manufacture date: (03/2015).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter perforated the vein. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly expired.